Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. Error e433 is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: 1) the user activates the foot switch while the generator is booting (temporary error caused by user action). 2) faulty foot switch (temporary error). 3) faulty foot switch (temporary error, faulty reed contact). 4) defective cable connection between hvps board and generator board (temporary or permanent error). 5) defective hvps board (permanent error). 6) defective generator board (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in mid-july 2020. The instructions for use (IFU) provides the following guidelines: a suitable replacement device must be provided during an application.

Manufacturer narrative:
The device evaluation found the unit failed the self-test. The switch was faulty and presented a e433 error message. The generator board was replaced to resolve the problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer returned asset, the switch was found to be faulty on the high frequency (hf) generator and presented a e433 error message due to a defective generator board. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.